Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cannula was very difficult or even impossible to pass through when the suction procedure took place. Advancing and pushing through was difficult; the suction catheter hit the back wall and could hardly or not at all be advanced, so the suction process could not be carried out correctly and effectively. The special tk was changed, and various catheters were tried for patency, but without success. The continuity was tried on the outside of the body several times even after cleaning the special tk. The incident occurred at the patient's home. There was patient involvement, and no patient harm/adverse event reported.